Event description:
It was reported that the catheter had disconnected from the pump. A catheter revision was completed after blood was found between the pump and connector on (B)(6) 2010. Add'l info has been requested, a f/u report will sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).